Event description:
It was reported that the patient presented in clinic for initial implant procedure. Upon interrogation post procedure, it was found that the right atrial (ra) lead exhibited p-wave amplitude variation and over-sensing due to crosstalk. Chest x-ray was performed and confirmed ra lead dislodgement. Programming changes were made initially, and the ra lead was repositioned later on (B)(6) 2023. Patient condition was stable.